Event description:
It was reported that the device was displaying a service indicator and had an error code in memory that indicates a potentially critical failure. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control walked the customer through clearing the fault code; however, after the code was cleared and a power cycle was completed the fault code returned. Physio-control recommended that the customer have the device serviced, which would include replacing the biphasic pcb assembly. The customer declined service. The root cause of the reported failure could not be determined.